Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that hospital biomedical department had replaced the suite pc but reused the old hard drive, which resulted in the system being unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) confirmed the issue and instructed the customer to use the hard drive that came with the new suite pc and provided a procedural document for the suite pc replacement. The customer submitted both old and new mac address and requested for a new license for the pc. To resolve the issue, rse generated the new license. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.